Event description:
It was reported that multiple cartridge alarm's occurred during insulin delivery with multiple cartridges. Customer reloaded cartridge and resolved the issue. There was no adverse impact the customer¿s blood glucose.